Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level displayed as "High"; however, specific value was not provided. Cause was not known. Customer delivered a correction bolus via pump, inspected infusion site and tubing as instructed, confirmed no visible leaks, air bubbles, or connection issues and planned to consult with diabetes educator about further correction measures.